Event description:
Info rec'd alleged that there was a hole in the mattress ticking. Fluid stains on inside of ticking and on fire barrier.

Manufacturer narrative:
Tech found a hole in the mattress ticking, with fluid stains on inside of ticking and on fire barrier. Replaced ticking and fire barrier to correct this issue.